Event description:
It was reported that the syringe 0.3ml 31ga 6mm halfunit 10bagsla experienced leakage during use. The customer stated, "insertion is difficult in 3 syringe (in the arm region). Caregiver relates: "it seems that it is ripping. It makes a noise in the moment of the insertion and when forces to much, the liquid came back e leakage from the needle"".

Manufacturer narrative:
H.6. Investigation: customer returned (3) 3/10cc, 6mm, 31g syringe in an open poly bag from lot # 7142871. Customer states that it seems that it is ripping. It makes a noise in the moment of the insertion and when forces too much, the liquid came back and leakage from the needle. All returned syringes were tested for point geometry, lube, and cannula od. The following was observed (specs: outer diameter for 31g: 0.0100¿-0.0105¿): data:sample 1, point: hooked, outer diameter (in): 0.0102, lube: good; sample 2, hooked, 0.0103, good; sample 3, hooked, 0.0102, good. All samples exhibited a hooked cannula point. Also, all were able to draw and expel properly without any observed defects. A review of the device history record was completed for batch # 7142871 all inspections were performed per the applicable operations qc specifications. There were two (2) notifications [(B)(4)] noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (leakage).

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone# (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 0.3ml 31ga 6mm halfunit 10bagsla experienced leakage during use. The customer stated, "insertion is difficult in 3 syringe (in the arm region). Caregiver relates: "it seems that it is ripping. It makes a noise in the moment of the insertion and when forces to much, the liquid came back e leakage from the needle"".